Event description:
It was reported that stent damage occurred. The 4.0mm x 28mm target lesion was located in the severely calcified proximal-mid left anterior descending artery to tail end of left main artery. A 28 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, the deviec failed to cross the lesion and the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 28 x 4.00 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid and proximal regions of the stent was noted to be lifted and pulled in all directions. The undamaged stent od (outer diameter) was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 4.0mm x 28mm target lesion was located in the severely calcified proximal-mid left anterior descending artery to tail end of left main artery. A 28 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, the deviec failed to cross the lesion and the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.